Event description:
Patient has underlying chb, and is pacing dependent. The patient experienced syncope, bradycardia, pauses and throbbing in their head while lying down. The rv lead had r-wave amplitude varying significantly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).